Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the rca. Approximately 6 months post index procedure, patient suffered from cerebral infarction (stroke). Event was treated with drug treatment. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered with sequelae.